Event description:
Healthcare professional (hcp) reported that a patient was injected in the lip/perioral with juvéderm volbella® xc. Approximately 5 weeks later, patient developed a late onset of nodules in the lips. Patient contacted the hcp stating that they had two bumps they could feel but not see. The hcp recommended that the patient massage deeply and let the hcp know if there was no resolution. The next month the patient had 4 lumps, and they were more painful. 2 days later the patient came to see the injector who dissolved them, and prescribed steroids, and recovery steroids injections from the dermatologist. Hcp later reported "granuloma/nodule." Biopsy was not provided. The patient was treated with ¿hylanex to the lips, prednisone burst was prescribed orally, and prednisone taper was prescribed orally. A little over a week later, the patient reported that the swelling had gone down, but the lumps are still there. Hcp suggested that they receive more injected steroids to the lips. However, the client requested more systemic steroids. Symptoms ongoing

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.